Manufacturer narrative:
Additional information added: there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis and fluid overload. The fluid overload is likely due to the patient¿s noncompliance with peritoneal dialysis treatments. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) nurse reported that on (B)(6) 2016 the peritoneal dialysis patient stated that she had not had peritoneal dialysis since three days prior due to the cycler not working properly. The patient also reported swelling of the legs. On (B)(6) 2016 the peritoneal patient presented to the clinic for evaluation with 4+ bilateral lower extremity edema, clear lungs, and denied shortness of breath. The peritoneal dialysis extension was found hanging without a cap on the end. A new extension was applied under sterile condition. A manual flush was attempted and it took 1 and a half hours to drain with cloudy effluent. The patient stated that during several treatments she blocked the patient line alarms. The pd nurse also stated that the patient reported observing fibrin during treatment on (B)(6) 2016. The clinic staff recommended that the patient go to the emergency room and the patient declined at that time and left the clinic to return home. The patient was hospitalized the same day with peritonitis. The pd nurse stated that the patient developed a yeast infection and the peritonitis was due to touch contamination. The pd nurse reported that the patient did not practice aseptic technique during treatment and did not wash hands or wear a mask. The culture of peritoneal dialysis fluid revealed the organism as candida famata. The pd nurse stated that there were no reported of fluid leaks prior to the reported peritonitis. The patient was treated with antibiotics and has transitioned to hemodialysis treatment which was scheduled to continue post hospital discharge. The patient was discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called and reported having patient line is blocked (pl) cycler alarms. Patient stated that there were 'white things' in the line. Pt pressed ok to retry several times and pl returned. Patient reset/reboot the cycler and was not able to move forward. The pd patient stated she had not been able to complete treatment for 4 days and was not familiar on how to perform manual exchanges. The pd patient was advised to contact the nurse. Follow-up was made with the pd patient's registered nurse (pdrn), who stated the patient was hospitalized on (B)(6) 2016 due to an episode of peritonitis. The nurse stated the patient's peritonitis was a yeast infection and stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatments. Per pdrn no fluid leaks were reported during treatment prior to the documented infection. Per pdrn the patient¿s catheter was removed and a hemodialysis access catheter was placed and as of (B)(6) 2016 the patient remained hospitalized, and the patient had since reverted to completing hemodialysis treatments and was to continue in-center hemodialysis therapy upon discharge. Medical records were requested.

Manufacturer narrative:
The cycler was returned for evaluation. The exterior visual inspection showed signs of physical damage. The power entry module was broken, and no electrical test was performed since the power module connector was completely damaged. The power module was replaced in production. There were no discrepancies encountered in the internal inspection of the cycler. There were no reported device malfunctions that would have caused the reported event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification.